Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported white screen at power up which was reproduced by visual inspection when attempting to power on the device. While attempting to upgrade the device software, the white screen was found to be caused by a failed processor printed circuit board (pcb). The processor pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen at power up and had an inoperable keypad. The event occurred in the (B)(6) and there was no known patient injury or medical intervention associated with this event. No additional information is available.